Event description:
It was reported that an ilet user experienced dexcom g7 signal loss to the ilet, which led to the pump warning that dosing would stop in three hours. The agent reviewed alarm history, noted the sensor was reconnecting, then guided a pump restart and a temporary toggle from g6 back to g7 to re-enter the g7 pairing code. Symptoms included transient interruption of cgm data to the ilet without reported adverse clinical effects. Outcomes included restoration efforts for cgm communication and continued monitoring with instructions to call back if the sensor did not reconnect. Investigation included technical troubleshooting and user education. Investigation of this case revealed sensor communication instability that was mitigated by device restart and re-pairing steps. It was concluded that the event involved a brief sensor communication issue with resolution steps provided and no reported injury.